Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was rejecting new batteries, the battery cap was stripped, the buttons were hard to press, the pump display had cosmetic damages, the motor was grinding and slower to rewind, as well as receiving an error code previously. The customer¿s blood glucose level was unknown at the time of the incident. The customer's pump died and ran out of insulin without alarming. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.